Event description:
It was additionally reported that the system controller was exchanged. There were no issues with the batteries

Manufacturer narrative:
Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of black locking nut not able to fully tighten onto the battery clip was confirmed with the returned system controller (serial # (B)(6)). The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The black power connector was inserted into the test 14v battery clip, and the locking nut was unable to fully tightened. Of note, the locking nut on the white power cable was fully tightened without issue. Visual inspection of the black locking nut revealed what appears to be damaged/deformed threading. The locking nut was separated into two halves for a clearer picture of the threads. Under a microscope, one half of the locking nut revealed deformed threads and has abrasion on a large section. The other half of the locking nut also has deformed threads. The deformed/damaged condition of the threads prevented the locking nut to fully tightened. A root cause that led to the deformed condition of the threads could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 3, ¿powering the system¿, describes steps when connecting to the 14v battery clips. 1. Gather equipment; place within easy reach. 2. Place two battery clips and two fully-charged batteries within easy reach. 3. To insert a fully-charged battery into a battery clip, line up the arrows on the battery and battery clip and then push the battery into the clip until the battery clicks into place. 4. Repeat step 3 for the second battery and battery clip. 5. Place the black and white system controller power cable connectors within easy reach. 6. Unscrew and disconnect only the white system controller power cable connector from its current power source. Do not disconnect the black connector! Note: alarm will sound. 7. Promptly align the opposite half circles inside the white system controller power cable connector and the power cable connector for one of the battery clips. 8. Firmly push together the two connectors. 9. Tighten the connector nut until secure. Hand tighten only. Do not use tools. 10. Unscrew and disconnect only the black system controller power cable connector from its current power source. Do not disconnect the white connector! Note: alarm will sound. 11. Promptly align the opposite half circles inside the black system controller power cable connector and the power cable connector for one of the battery clips. 12. Firmly push together the two connectors. 13. Tighten the connector nut until secure. Hand tighten only¿do not use tools. 14. Both system controller power cables are now connected to battery power. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 3, ¿powering the system¿, describes steps when connecting to the 14v battery clips.

Manufacturer narrative:
Section e1: address - (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black adaptor could not be connected properly to the 14-volt battery when trying to charge the backup system controller. The patient was asked not to use the product.